Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was addison's disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the device had been disconnected for approximately two months prior to passing. The device was disconnected by the customer's doctor. The caller stated that the customer was using sensors, but was not wearing one at the time of death. The caller declined returning the insulin pump for analysis.